Event description:
It was reported that the patient had a loss of therapeutic effect and ¿peed in bed.¿ she saw her doctor two months prior to the report and her amplitude was lowered from 3.2 volts to 2.8 volts. Her stimulation had been intermittent since implant and she wanted to know how to increase back to 3.2 volts. The patient noted that she had not felt stimulation recently, but after increasing back to 3.2 volts during the report she felt a low-comfortable level of stimulation. She was planning to have the implantable neurostimulator (ins) replaced in the near future due to normal battery depletion. It was not clear what the patient meant by intermittent stimulation and the outcome of the event, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# v399339, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.